Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient mentioned they are getting shots in their back because the implant has not helped all the way since implant. Patient said during the trial they had very little pain, but when the device was implanted, a nerve was touched and has been a nightmare ever since. On (B)(6) 2023 additional information was received. The pt reported that when they did the trial/external test, their pain was almost completely gone. They decided to do the implant, so the procedure was re-done 7 days later on/around halloween. They ended up being kept in the hospital until (B)(6) because after the procedure when they were brought out of anesthesia, they were screaming over and over due to extreme pain. Their doctor explained to them that their nerve was accidentally touched resulting in nerve swelling. The pt ended up being at a rehab center for 14 days. The pt reported the device does help a little, but not like it did during the trial period. The pt was having residual nerve pain, which was treated with different modalities such as pain meds and physical therapy. In 2023, the pt did a series of nerve injections that started on (B)(6), 2023; injections were every 2 weeks. As of (B)(6), 2023, their nerve pain was gone, but they were still needing to use pain meds. The pt stated the implant helps a little and any easing of pain is a blessing to them. They noted their spine pain spikes pretty high and when it has done that they have used ice so they don't have to take many pain medications. They also were going to start physical therapy soon for strengthening. Patient provided their weight.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.